Event description:
Customer reported that the insulin pump returned a no delivery alarm during set change. Customer reported that her blood glucose level was around 400 mg/dl for the week leading up to the call. Most recent blood glucose level was 378 mg/dl at the time of the call. Customer treated with a manual injection. Customer received another no delivery alarm during troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.